Event description:
Per independent repair center statement unit has low o2 or yellow light. The key failure was the gear clamp on the manifold had a loose hose. Additional malfunction was the check valve assembly was defective.